Manufacturer narrative:
(B)(4). Correction: brand name. Correction: catalog number. The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from these lots. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Additionally, it could not be confirmed if user technique/procedural conditions also contributed to the reported slda. The reported adverse event of worsening mitral regurgitation (mr) was a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. It could not be determined which of the two clips detached and resulted in slda; therefore, the lot history record and complaint history risk assessment was performed on both the implanted clips. The results are as follows: part/lot: cds0201/50506u1/51. Date of manufacture: 07-may-2015. Expiration date: 31-may-2016. Part/lot: cds0201/50608u2/53. Expiration date: 30-jun-2016. Procedure date: 25-aug-2015.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat mitral regurgitation (mr) with a grade of 4. Two clips (B)(4) were implanted, reducing the mr to 1. On (B)(6) 2018, the patient presented with moderate mr. On (B)(6) 2018, echocardiography was performed which found that the clip detached from posterior leaflet and remained attached to anterior leaflet (single leaflet device attachment/slda). Treatment has not been decided yet. No additional information was provided.